Event description:
It was reported that the patient with suspected extrinsic outflow graft obstruction (eogo) was elevated on the transplant list. A low flow alarm was noted. It was planned to have the pump returned when the patient was transplanted.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus within the outflow graft lumen. Although a specific cause for the observed thrombus could not be conclusively determined through this evaluation, it may have contributed to the low flow events captured in the extracted log files. The reported low flow alarms could not be confirmed as no controller event log files were available for review. Further, evaluation of heartmate 3 lvas, serial number (B)(6), could not confirm the reported extrinsic outflow graft obstruction (eogo). Further, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported respiratory failure, tricuspid regurgitation, enlargement of the patient's left ventricle, calcified plaque in the arteries, and an enlarged main pulmonary artery could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12.5¿ from the pump header. The distal portion of the pump cable (including the inline connector) was returned, measuring approximately 14.0¿. A severed, proximal portion of the modular cable was also returned mated to the pump cable inline connector, measuring approximately 13.0¿. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, a thin, pink/red, and tissue-like thrombus was observed within the proximal portion of the outflow graft lumen. This thrombus was well adhered to the graft and may have obstructed the blood flow pathway during support, contributing to the reported and observed low flow events; however, a specific length of time that the thrombus was present during support could not be conclusively determined through this evaluation. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured decreases in pump flow throughout the files. Although this finding appears consistent with the reported low flow hazard alarms, it is unknown whether the observed decreases in flow were associated with audible alarms, as the corresponding controller event log file is not available. No other notable events were captured, and the pump appeared to function as intended despite the decrease in flow. (B)(6) was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and respiratory failure, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modification section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. The IFU and patient handbook also contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was therapeutic on warfarin. A computed tomography scan was performed. There was extensive near occlusive hypodense filling defect in the proximal outflow cannula of the left ventricular assist device (lvad) which was compatible with thrombus. Inflow cannula was not well visualized due to streak artifact. The lvad inflow cannula pointed towards the left ventricle (lv) mid inferolateral wall. Endotracheal tube with its tip was at the upper aspect of the aortic arch. Right peripherally inserted central catheter terminated in the right atrium. Epicardial pacing lead was retained. There was global cardiomegaly with severe enlargement of the left ventricle. There was also a small amount of calcified plaque in the coronary arteries. Tricuspid annuloplasty was performed. No pericardial effusion noted. No atherosclerotic plaque or aortic aneurysm noted. There was a normal anatomic variant 4-vessel left aortic arch branch pattern with the left vertebral artery that originated between the left common carotid and left subclavian arteries. Patient origin of the great arch vessels, celiac artery, superior mesenteric artery (sma), and visualized renal arteries. There was an enlarged main pulmonary artery measured proximally 3.5 cm in diameter. There was no filling defect to the level of the lobar pulmonary arteries. Evaluation of segmental and subsegmental pulmonary arteries degraded by streak artifact. It was unknown if eogo was confirmed. The patient experienced acute respiratory failure that required intubation. The patient was on impella and inotropic support. The patient was transplanted on (B)(6) 2025.

Manufacturer narrative:
A4 - patient weight provided. B5 narrative info updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) and low flow alarms could not be confirmed, and a specific cause for these events could not be conclusively determined through this evaluation. Additionally, the report of thrombus in the outflow graft could not be confirmed as no product was returned for evaluation and no diagnostic images were submitted for review. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of respiratory failure, tricuspid regurgitation, enlargement of the patient's left ventricle, calcified plaque in the arteries, and an enlarged main pulmonary artery could not be conclusively determined through this evaluation. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and respiratory failure, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modification section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.